Manufacturer narrative:
The reporter¿s phone number was not provided. UDI, the serial number was unknown. Therefore, the device manufacture date is unknown. The UDI is incomplete. The manufacturing location was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a total knee replacement surgery, it was observed that the recon sagittal saw device was louder than usual. It was further reported that during the tibial resection, the device lost power. An alternate battery device was attempted; however, the device still had no function. There was an approximately five-minute delay to the surgical procedure. A spare device was used to complete the surgery without any issues. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device availability: the device availability date was incorrect in the initial report. The date has been updated from 12/13/2018 to 1/9/2019. Device evaluation: the actual device was returned for evaluation. The device was evaluated, and the reported condition was confirmed. A visual and functional assessment was performed which determined that the device was not working (failed pretest for check function of all modes). During repair, it was observed that the needle sleeve was corroded and damaged and the shaft was also damaged. It was determined that the bearing- rough rotation and the out-adjuster fork were worn. It was determined that the issues were consistent with normal wear and improper cleaning. The assignable root causes were determined to be due to improper cleaning methods and normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Serial number: serial number was unknown in the initial report. The serial number has been updated as (B)(4). The UDI has been updated accordingly. The actual device has been returned and is currently pending evaluation. Once quality engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
UDI: (B)(4). The manufacturer location was unknown in the initial report. The location has been updated to waldenburg. The contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as 11/20/2013. Service history review: a review of the service history record indicates that the device was serviced over a year for a service condition that is not relevant to the current reported condition. If additional information should become available, a supplemental medwatch report will be submitted accordingly.